Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that two weeks after implant, the patient felt unwell, presented at the hospital and was found to have suffered a cardiac perforation likely due to the right atrial lead. There were no out of range lead measurements so no alerts were triggered for transmission. The patient underwent a pericardial tap procedure, was transferred to a separate hospital and subsequently discharged in stable condition.